Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the right ventricular (rv) lead had an increased impedance of 1104 ohms and a high rv threshold of 5.0 volts at 0.5 milliseconds. The rv lead was capped and was replaced. No patient complications have been reports as a result of the event.